Event description:
Implant failed to osseointegrate.

Manufacturer narrative:
System experienced an internal error in submission. The system provider salesforce trackwise was notified under support (B)(4) to address. It was determined a new email address was needed that did not require a change in password. Trackwise support indicated anytime a password occurs with the associated email address an internal error will be received. To fix the issue, a new biohorizons forwarding email address that did not require a change in password at any time. The effort was performed to update the email address. It is believed this records were impacted why the change to email was being impacted.

Event description:
Implant failed to osseointegrate.